Manufacturer narrative:
The calibration was performed on 28-jun-2025, and it was acceptable. The customer mentioned that the clot reaction time was not being observed, which led to poor pre-analytical quality. The provided data showed that there was a film visible on the sample surface, which indicated a contaminated sample. The field service engineer checked the instrument and identified that the sample probe was not achieving the necessary adjustment for the liquid level detection, even after cleaning it. He replaced the sample probe, which was clogged by the thin film on the sample surface. A general reagent or analyzer problem can be excluded because the qc prior to the event was within the ranges. The investigation did not identify a product problem. The cause of the event was consistent with a preanalytic issue caused by low serum coagulation times at the customer site. Preanalytics are within the customer's responsibility.

Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). Qc was within the expected range at the time of the event. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys troponin t hs (tnths) on a cobas e 801 analytical unit. During the 1st attempt to test the original sample (sample 1), a sample clot alarm was observed due to fibrin presence. The detected fibrin was removed, and the sample was tested, resulting in an initial result of 31.3 pg/ml. The physician questioned the initial result and requested a new sample to be drawn. A new sample (sample 2) was drawn and tested, resulting in a tnths value of <3 pg/ml. Sample 1 was then repeated three times: 1st repeat result: 17.5 pg/ml. 2nd repeat result: <3 pg/ml (tested after recentrifugation). 3rd repeat result: 9.72 pg/ml. Another sample (sample 3) was drawn and tested, resulting in a tnths value of <3 pg/ml. The result of of <3 pg/ml was deemed to be correct.